Manufacturer narrative:
No patient involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that on (B)(6) 2016, the distributor reported that the centrimag motor sn (B)(4) failed operating during routine testing and no patient was involved. The motor was returned for further investigation. During analysis, it was confirmed that the motor was defective. A temporary cable break in the bearing phase a was found. The cable break was located at the motor body's cable exit. No additional information was provided. This event was previously not reported due to the device not being in use on a patient and therefore no harm to a patient occurred. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.